Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, acceptable electrical values could not be obtained. The lead was removed and a replacement lead was successfully implanted and that time.